Event description:
Pt with a unicondylar knee implant developed an infection. Surgical intervention occurred to exchange the poly insert.

Manufacturer narrative:
Pt with a unicondylar knee implant developed an infection. Surgical intervention occurred to exchange the poly insert. Review of the device history record indicates that the device was manufactured to spec. All sterilization requirements were met.